Manufacturer narrative:
The reported complaint of the autopulse displayed ua08 (motor controller fault detected) during shift check was confirmed when the returned platform was tested during functional testing and archive review. Issue was attributed to a defective drive train motor. Visual inspection was performed and one wire strand on the top cover of the platform was found cut off. Archive review showed multiple faults of ua08 (motor controller fault detected) recorded on the event date of (B)(6) 2017. Functional testing was performed and determined that the motor controller board inside the platform was not able to drive the motor and caused to overload the current and voltage. Issue was due to a defective drive train motor. The drive train motor was replaced and the autopulse passed the functional test with no issue and faults observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with sn: (B)(4).

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll (B)(4) for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that during shift check the autopulse displayed ua08 (motor controller fault detected) error message upon powering on. No patient involvement was reported.